Event description:
Report received of the transducer and tubing having a loose connection. The customer reports that "the connection below the transducer leading to the pt is slightly loose, hardly noticeable." No fluid loss or blood loss has occurred. There were two incidents of bleed back up the tubing and the arterial lines clotting. It is unknown to the reporter how much bleed back occurred. The arterial lines did need to be re-started. There have been an unknown amount of connections that were noted to be loose by the staff after they were made aware of the two lines that had clotted. No further incidents of bleed back occurred. The blood pressures and arterial waveforms were reported to be accurate. The transducers are in use for 72 hours before they are changed. Unknown to the reporter how long the transducers were in use when the bleed back occurred. No report of adverse pt effect. Additional pt info was requested, but no further info was available.